Event description:
As stated by the customer: "on (B)(6) - resident go whirlpool bath on d unit parker tub as per usual routine (7 pm bathing time). At 0430 am, it was noted that resident had several blister like formations on both feet and legs - long 5-6 inches - raised about 1 inch - fluid filled. Doctor notified at 0500. Treatment to begin. Resident sent to emergency room the next day per family requests. Then he was sent to (B)(6), then to long-term care nursing home where he passed away. (B)(6) had instructed us to remove the tubs on b-d unit parker tubs. No one is to get whirlpool until further notice."

Manufacturer narrative:
This report is being filled under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.